Manufacturer narrative:
Log analisys confirms that the dry channel issue on channel 1 was caused by an air bubble caused by a low level of glycol in the mr.frosty reservoir. The air bubble started to form after that the channel 1 flow was stopped about half an hour before the occurance of the issue. Mr.frosty reservoir level was below minimum since the igloo was also low on glycol while charging. Once the igloo was filled again, mr.frosty's reservoir automatically balanced.

Event description:
User reported that during usage of the mr. Frosty in the surgery, suddenly the error 14260 appeared and the channel 1 was not able to warm up. After rebooting the device disconnecting it from the wall, it finally worked. We consider inability to heat to be reportable, despite no harm to the patient involved.